Manufacturer narrative:
(B)(4). Batch # t9484y date of event is 2019. Event day and event month were not provided. Investigation summary : the analysis results found that the el5ml device was returned with no damage to the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 13 conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that the device "would hold on duct." No additional information was available from the rep or customer. Patient consequence was not reported.